Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: testing revealed no output and no telemetry. The no output and no telemetry conditions were the result of lifted hybrid bond wires.

Event description:
It was reported the device had no discernable pacing spikes (with or without a magnet), and it could not be interrogated. It was also reported the patient had experienced a syncopal episode approximately two months prior. During 2009 office visit, the device had been checked and projected remaining longevity was 2 - 2.5 years. Possible premature battery depletion was questioned. The device was explanted and replaced. No further patient complications have been reported as a result of this event.